Event description:
The echo missed an anti-jka antibody on the echo. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
The customer has not returned product or sample for investigation testing.